Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: passed. The receiver charged and will boot: the receiver download retrieved and finding related to complaint in receiver download show yes. Found "shutdown receiver" at receiver high battery capacity on incident date (B)(6)2017. The receiver passed all relevant testing. Case opened to inspect and troubleshooting: battery ic chip was damaged/ cracked. The complaint was confirmed for receiver ceases to function because defective receiver battery ic chip was cracked.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/30/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.